Event description:
It was reported that right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited oversensing. A fluoro was performed and externalized conductors were observed. While attempting to unscrew the lead from the can it was noticed that the screw was stripped and it was difficult to get the lead out of the header. The device still had 5.8 years remaining on the battery but the decision was made to use a new generator with the new lead. Once the lead was out of the header the rv lead was extracted, except for the svc coil as the lead just kept breaking while it was being extracted. A snare was also used from a groin access which allowed the doctor to extract the distal end of the lead up to the svc coil. The decision was made to leave the svc coil in place. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported event of sensing noise was not confirmed while the reported event of insulation damage was confirmed. As received, a partial lead was returned in three pieces. Visual inspection found an internal insulation abrasion breaching the ring electrode and right ventricular cable lumen at the middle region of the lead. The cause of the reported event of insulation damage was due to internal insulation abrasion between shock coils. Electrical testing did not find any indication of conductor fractures; however, internal shorts was noted due to the procedural damage to the lead. Destructive analysis found one of the ring electrodes etfe cable coating was abraded under the right ventricular shock coil. Visual inspection of the ring electrode cable lumen and inner coil lumen did not find any anomalies.